Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 11/1/2022, it was reported by a sales representative via email that an ar-1927pst-475 peek corkscrew anchor body deformed upon insertion. This was discovered during a procedure on (B)(6) 2022. Additional information received on 11/1/2022: sales representative stated that as the ar-1927pst-475 peek corkscrew was being inserted, it peeled and then snapped. All fragments were retrieved, and case was complete using another ar-1927pst-475 peek corkscrew. This was discovered during an rcr procedure.